Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient reported having an alarm 1 week ago with a broken heart symbol for a couple seconds. On assessment it was noted that the patient had a driveline disconnect alarm on (B)(6) 2025 at 1432. The timer on the system controller reported the alarm was initiated for 0 seconds. The patient denied disconnecting the driveline and reported no symptoms with the alarm. Log files were submitted for review. The event started data capture on (B)(6) 2025, so data from (B)(6) 2025 was unable to be analyzed. A couple of low voltage hazard/no external power events in the log files were noted while the patient was using the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu enabling the backup battery (ebb) in the controller until power was restored to the mpu. The patient reported that the no external power on (B)(6) 2025 was due to accidently switching a light switch as associated with the plug in that the mpu was plugged into, temporarily turning power off to it while he was on mpu power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. A review of the submitted controller event log file spanned approximately 8 days (03mar2025 ¿ 10mar2025 per time stamp). Data from the reported event of 01mar2025 was overwritten by new events. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (27feb2025 ¿ 10mar2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that the clinician declined to respond to the attempts made to obtain additional information due to privacy. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline disconnect and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.